Event description:
A malfunction was reported with the pump showing a malf 12 error code. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer was provided with information on how to reset the pump by technical support and successfully reset it, with no recurrence of the malfunction. The customer was advised to continue using the pump and to report any future issues.